Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the patient experienced a battery warning on his pump he had never seen before. This morning it was showing low battery. It was saying power failure. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g/640g pump with software version 2.6. 2.9d. Customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue and monitor the pump and call back if the issue persists. The insulin pump will not be returned for analysis.